Manufacturer narrative:
Ipg was implanted in the patient's abdomen. The patient reported no strenuous activity, bending or twisting, or other activities that would have caused the device to migrate. Migration of implanted components is a known inherent risk of implantable neuromodulation devices.

Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2024. In (B)(6) 2024 the patient had issues with communication between the implantable pulse generator (ipg) and the external therapy discs, leading to inadequate pain relief. Troubleshooting was unable to resolve. Imaging was performed and found the ipg had migrated within the pocket, causing the communication issues. On (B)(6) 2024 a surgical procedure was performed to reposition the ipg and suture it into place. No components were removed or replaced during the procedure.